Manufacturer narrative:
(B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following results: during testing, the pump powered on normally. A 10u normal bolus and a 10u audio bolus were successfully completed and accurately recorded in the bolus history. The reported complaint could not be duplicated.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. It was reported that a bolus of 4.50 units was delivered that morning and the bolus did not show in the bolus history. The reporter was instructed to complete an air bolus of 1 unit. The reporter confirmed the air bolus was recorded in the bolus history. The reporter did not trust the pump due to the pump not recording the initial bolus. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.